Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that by removing the sensor, there was no electrode in it. Customer's blood glucose value was 153mg/dl. Sensor will not be returned for analysis.